Event description:
It was reported that the insulin pump alarmed several errors including motor error during basal/ bolus delivery. The basal rates were deleted from the insulin pump and the device had to be rest. The customer's blood glucose was 9.4 mmol/l. In the alarm history there were several error alarms noted. The customer does not use the sensor feature. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime and displacement tests. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No alarm during testing. Unable to perform the error test due to motor error alarm. Unable to verify alarm in the alarm history due to history file over written. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.